Event description:
The medical engineer reported to maquet that the metal part of a sterilisable handle interface fell down during a cleaning procedure, when the sterilisable handle was removed from the cupola. There was no pt present. No injuries were reported. (B)(4). Ref MFR report 9710055-2013-00031.